Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Insulin pump also received with cracked belt clip slot, cracked reservoir tube, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
It is reported by the patient that their insulin pump has moisture damage. The patient's blood glucose level is 224mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.